Event description:
It was reported that on day 3 post catheter placement, a nurse found seepage beneath dressing when performing infusion using the catheter. After uncovering the dressing, the nurse found that the catheter ruptured at the root and removed the catheter

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 4 fr per-q-cath hubs and one segment of a 4 fr single lumen per-q-cath catheter tubing were returned for evaluation. An initial visual observation showed use residue on the returned samples. Tensile weakness was observed in the proximal end of the catheter segment. A microscopic observation revealed the break sites of the catheter hub and the proximal end of the catheter segment were mostly flat and granular in texture, and the two break sites were found to match. The location and characteristics of the break surfaces of the returned catheter as well as the presence of tensile weakness observed in the proximal end of the catheter segment indicate the catheter likely broke due to excessive tensile (pulling) force. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0982 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that on day 3 post catheter placement, a nurse found seepage beneath dressing when performing infusion using the catheter. After uncovering the dressing, the nurse found that the catheter ruptured at the root and removed the catheter.